Event description:
The conmed pencil self-activated in the "coag" mode. There was no pt injury. The pencil had been secured to the drape and had been firing for 4 to 5 minutes. When this occurred they had to stop surgery for 10-15 minutes before they isolated the problem to the pencil. The procedure was a laparoscopic cholecystectomy. The risk manager said the delay in surgery did not impact the pt significantly, so the hosp decided a mandatory medwatch was not required.